Event description:
It was reported that the tubing of an unspecified IV (intravenous) infusion set leaked. The issue was identified during a patient infusion with an IV infusion pump. A bag of high-dose methotrexate was being administered and the leak was noted within the first 10 minutes of the infusion. This caused a spill which was cleaned up immediately. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: the affected product was clearlink system solution set, previously submitted as unspecified IV (intravenous) infusion set. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. H10: one actual used sample and a photograph of the sample were provided for evaluation. Visual inspection was performed to the actual sample using the naked eye and no defect was observed. All components were correctly placed and according to specifications. Functional tests were performed which included pressure test and clear passage test and the results were satisfactory. Priming of the set was performed with a bag of sterile water and no leak was observed. The reported condition was not verified during evaluation of the actual sample. A visual inspection was performed to the photograph using the naked eye which revealed a leak between the assembly of the tubing into the drip chamber. The reported condition was verified on the photograph only. Due to the nature of the sample no further tests could be performed. The cause of the condition could not be determined from the photograph. Should additional relevant information become available, a supplemental report will be submitted.